Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported onset of adverse event after inserting tampon. Less than one hour after tampon insertion, consumer experienced severe pelvic pain. Consumer reported the tampon was difficult to remove but did not fall apart. Consumer reported that she was able to remove it. Consumer sought medical attention and was diagnosed with an infection and given pain medication. Ultrasound indicated swelling of her kidneys and ovaries. She was referred to see gyn. Gyn diagnosed consumer with pid. She was given flagyl, a ceftriaxone sodium shot for inflammation, doxycycline hyclate, and nystatin-triamcinolone. Gyn stated the infection had spread to ovaries and kidneys. Tested negative for (B)(6); ovarian cyst left side; vaginitis. No defects noticed to product or package.